Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated, and also found that the electrical contacts of the video plug was corroded. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the temporary failure of the image signal transmission to the video processor due to corrosion on the electrical contacts of the video plug. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the endoscopic image of the subject device could not be displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.